Manufacturer narrative:
Concomitant products: product ID: 977a290, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient's system initially controlled their symptoms, but the effectiveness was lost. The patient had experience a 60 percent improvement of symptoms. The system was explanted without replacement on 2016. The reason for the explant was the patient's choice. It was unknown if the issue was resolved. The patient was currently taking pain prescription medication. The patient's medical history includes neuropathic injury to tissue of the nervous system, facial pain since 2001, and degenerative disc disease since 1999.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patent experienced a loss of efficacy. The device did not help anymore. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. After a discussion the patient decided to have everything explanted. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as patient's choice. Since the first year the patient had the stimulator switched off and if he tried it would not help anymore. The stimulation was in the right placed but it did not help anymore and the patient wanted the device explanted.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified the event was not due to programming.